Manufacturer narrative:
9733858: there was failure to the axiem emitter and axiem power cable. The axiem box was blown. It was noted the issue resolved and the box was replaced. 9733597:the returned cable was found to be in good condition with no apparent physical damage. The cable passed a continuity test with no opens or shorts detected. No problem found. 966-651: reported problem was confirmed. Test system reported the axiem box and emitter has a communication error. Em interface reported a fault on coils one, two, and three under the noise column. The issue was able to be duplicated. Other relevant device(s) are: product ID: 9660651, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 9733597, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the axiem was not communication. It could potentially be the box or the cable. There was no patient present.